Manufacturer narrative:
One device was returned for repair with complaint of cassette not attached properly. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed. Probable cause was damage to air in line sensor. Upon further investigation, found downstream occlusion (dso) seal was pulled up on the edges. Replaced dso seal. Device passed all testing criteria.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "cassette not attached properly" alert. Device has a damaged lens. The event occurred during testing, there was no patient involvement.